Event description:
Description: prior to 2021 mentor worldwide llc did withhold information details on risk/safety/warning regarding their brand of memorygel breast implants for patient review with plastic surgeon 2021 mentor worldwide llc released a " mentor patient decision checklist" on their brand of memorygel breast implants that states all risk/safety/warning information details. Currently plastic surgeons are required to provide patients the " mentor patient decision checklist" for pre- operative review with plastic surgeon. A requirement on each section of the " mentor patient decision checklist" is a space for patient initials ( if agreed) to confirm understanding on risk/safety/warning of mentor memorygel implants prior to surgery. Upon patient approval the "mentor patient decision checklist" will become part of patient medical file. " mentor patient decision checklist" affirms in the "risks of breast implant surgery" paragraph that mentor memorygel xtra breast implants were not included in the mentor memorygel core study. I am a patient and have been implanted with mentor memorygel xtra breast implants since 2018 and currently have a injury. Mentor worldwide llc "failure to warn" patients prior to 2021 on all risk/safety/warning is unacceptable and mentor worldwide llc needs to be held responsible for jeopardizing patients. I will leak this essential information with proof of my grievance to the press if this remains unresolved. Pt: 4504. Device: 3189. Ref: mw5188250.